Event description:
The tibial pin included with this item did not fir the tray. As the tray was already cemented in; they opened up two (2) more boxes to see if another would fit; but to no avail. Consequently; they used the trial pin.